Event description:
Spontaneous: pt reporting that the previous issue he called in about for possible pump malfunction (already reported ), might actually be an issue with malfunctioning cassette instead. Patient stated that the backup pump he was using started alarming with no disposable error message. He ended up having to create a new mix and it has been working fine. He believes the cassette might have malfunctioned and provided lot number 4220001. He had extra cassettes on hand to use so, there was no need to ship him any at this time. No other information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; as of now. Did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to?yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.